Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy in a gastric tube construction, at the first firing, reload was used but the jaws could not be closed. A new reload was used to complete the procedure.